Manufacturer narrative:
Patient information was requested and was not provided.

Event description:
The customer reported selecting the ipap button enables the rate selection; device fails diagnostic screen test on left periphery. The customer reported there was patient involvement and no patient harm.